Event description:
It was reported that during a xience xpedition stenting procedure, a xience xpedition 3 x 33 mm stent was advanced in the distal circumflex (dcx) but would not cross the lesion and was removed without difficulty. A xience xpedition 3 x 28 mm stent was implanted in a dcx and a dissection occurred. Another unplanned xience xpedition 3 x 8 mm stent was implanted in the dcx to treat the dissection successfully. A planned xience xpedition 4 x 28 mm stent was implanted in the mid right coronary artery (mrca) to complete the procedure. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.